Manufacturer narrative:
Date of this report: 09/16/2015 date manufacturer received: 10/13/2015. Product analysis: for analysis, 1 un-sealed sample was received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: visually, the tip had broken off the remainder of the assembly which would have resulted in the reported event. The distal tip that broke off measured 0.10¿. The diamond grit was compacted with biological material. When compared to the drawing the break point corresponds to a diameter with a required measurement of 0.093¿+0.005¿-0.000¿ and the actual measurement was 0.077¿. It is likely that the reduced diameter reduced the strength, and therefore contributed to the reported complaint. Method: actual device evaluated. (B)(4). Results: fracture problem (B)(4). Conclusion: operational context caused or contributed to event (B)(4).

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that "the choanal atresia bur broke off when it was used for dcr (dacryocystorhinostomy). There was no adverse effect on the patient." It was confirmed that the tip fragment was removed from the patient without the need for additional procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.